Manufacturer narrative:
(B)(4). After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or verify no excessive no delivery/occlusion alarm and failed battery alarm due to frozen screen. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump locked up recently. The customer stated that the insulin pump reject new battery and no delivery alarm occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.